Manufacturer narrative:
Turbo-ject standard power injectable PICC line PICC. (B)(4). The event is currently under investigation.

Event description:
It was reported that the (B)(6) year old male patient had a PICC line inserted in the left brachial vein for 11 days to administer IV antibiotic therapy when it was noted that the line split and was leaking. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. The patient required additional general anesthetic for another PICC line to be inserted to complete the therapy.

Manufacturer narrative:
Investigation - evaluation: a review of the quality control and trends for the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.